Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured (B)(4) units. There were (B)(4) units in stock in b. Braun surgical's warehouse, (B)(4) units were taken for analysis of the complaint. We have received 36 closed samples from our stock. To evaluate the conformity of the closed unit, we performed the following tests: -tightness test to the closed samples from our stock has been performed and the units are tight. -the rotation test performed on the received closed samples confirmed that the units are not compliant with the specified requirements. We noticed that the threads break easily near the needle in 7 of the samples. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.16 kgf in average and 0.99 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that: "it has been verified, during clinic context use, a significant fragility of the suture thread, ended up in its rupture/damage close to the needle insertion area during the suturing. This failure compromises the procedure continuity, requiring the immediate substitution of the material and potentially prolongation of the intervention period." Additional information has not been provided.